Event description:
The customer reported that the tube was broken and that the live image on the monitor was broken. This rendered the system unusable. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable was replaced. The system was then found to be operating as intended.